Manufacturer narrative:
The outer insulation was abraded, exposing the pacing coil. The damage was not related to the complaint. No defects in materials or workmanship were noted.

Event description:
It was reported that 11 months post implant the lead perforated the patient's right ventricle requiring intervention. The lead was explanted. There were no adverse consequences to the patient and the patient's condition was good before and after the event.